Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower the station shows an error "no service mode authorized user only". The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was known that the system experienced no service mode. The customer reported that the issue has been in multiple stations and was in critical override. The customer confirmed that the internet access has been regained and was able to use the server to turn service to the station back on. A technical support specialist (tss) confirmed with the customer that the issue had been resolved. The tss attached the knowledge article " hsv -user not authorized on login, user onboarded in hsv but cannot login " for customer reference. The system functioned as intended after the customer troubleshot the device.